Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure there was placement difficulty with the right ventricular (rv) lead due to patient anatomy. It was noted that there were high thresholds and the rv lead was repositioned two to three times and then finally placed. Then when the atrial lead was implanted the clinician noticed the patient's blood pressure was dropping. Flouro and echo showed the ventricles not contracting properly. The patient's heart rate had risen from 60-70 bpm (beats per minute) to 120 -140 bpm tachy. Rv perforation was suspected and an echo showed perfusion. The clinicians created a tap and drained the blood from the pericardial space. The patient was stabilized and both leads were explanted. The patient will be allowed a month to heal before reattempting bi-ventricular (bi-v) implant. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.